Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly two small volume intermates would not flow. The intermate was connected to a patient; however, ¿after 50 minutes the balloon was not any smaller¿. The device was disconnected and the line was flushed with saline. The caregiver ¿then connected the same device again and left it for another 30 minutes. The device did not appear to be infusing¿. The caregiver then tried a ¿new device¿ and ¿this one did not infuse either¿. The device was filled with 800 mg of daptomycin diluted in 100ml of sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured between august 31, 2018 and september 1, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.